Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs leads with the same lot number but different serial numbers. Device 1 of 2 reference MFR. Report #1627487-2014-20066. It was reported the patient experienced knee pain, leg numbness and loss of leg mobility in the right leg following her permanent procedure. The physician determined a lumber neuropraxia injury and performed a blood patch. Follow up identified the issued have resolved and the patient is receiving effective stimulation.